Event description:
The customer contacted philips healthcare requesting part number of the heartstart mrx display, for bench repair. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.